Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device had failed hardware, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Correction: section h imdrf annex a grid, imdrf annex g grid, imdrf annex c grid, imdrf annex d grid and section d unique identifier (UDI). A supplemental MDR was submitted to reflect the correct imdrf annex a grid, imdrf annex g grid, imdrf annex c grid, imdrf annex d grid and unique identifier (UDI).

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main station keeps not detecting all of the devices. A field service engineer proactively inspected all of the connections and pyxibus cable to make sure there wasn¿t any physical damage to the cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device had failed hardware, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.